Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported low leak carbon dioxide (c02) rebreathing risk. The customer indicated the unit is running with the .25" test fitting on it and is able to duplicate the alarm. The remote manufacturer's service technician advised the customer to perform a full performance verification test (pvt) and address any issues found. The remote manufacturer's service technician suspect possible bad flow sensor assy. The device did have patient involvement at the time the issue was discovered, patient was removed from the ventilator and placed on an alternate ventilator. The patient or user was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The customer reports that the flow sensor assy was received, the device was repaired, issue resolved device was returned to service. The customer reports that the flow sensor assy was received, the device was repaired, issue resolved device was returned to service.